Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and obtryx was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and other unspecified problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh trimming on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.